Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (approximately 320 mg/dl). The cause for elevated bg levels was unknown. Customer administered an injection and changed the pump supplies to address elevated bg levels.